Event description:
It was reported there was a strip of wide complexes at 120 bpm. The device is not picking up atrial flutter. Atrial sensitivity is 0.5mv- > 5 mv p waves. Recommendation was made to change pvab from 180ms to 130ms. The device is in use. No patient complications have been reported as a result of this event. It was later reported that the patient's device was removed and replaced based on the physician's decision to change the patient to an ICD device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported there was a strip of wide complexes at 120 bpm. The device is not picking up atrial flutter. Atrial sensitivity is 0.5mv- > 5 mv p waves. Recommendation was made to change pvab from 180ms to 130ms. The devise is in use. No patient complications have been reported as a result of this event.